Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited loss of sensing on device due to possible loss of pocket contact. Device revision was recommended. Patient was stable. No further information available.